Event description:
A report was received that the patients lead had migrated and was not giving good coverage. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.